Event description:
No sample or picture was available for evaluation. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Root cause: potential root cause of the reported issue could be related to a blockage located at the secondary port. Based on previous samples evaluated, it is possible that this blockage could be related to a missing slit valve at the secondary port or an excess of solvent applied at connection. However, sample evaluation should be performed in order to determine exact root cause. A device history review was performed to lot 3007051 and there were no nonconformances issued against lot 3007051.

Event description:
The following has been reported: reported "pump was alarming "air in line" and the rn removed the tubing and replaced. No harm to patient. The nurse stated they aren't able to backprime up into the secondary tubing or use a syringe to pull fluid through. So it sounds like the secondary port is completely occluded straight out of the packaging. Reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.